Event description:
It was reported that there was suspected pump underinfusion as repeated volume discrepancies had occurred. The specific volumes were not available and the cause of the discrepancy was not specified. This required the explant and replacement of this device. It was unknown if the issue was resolved, if troubleshooting or diagnostic testing occurred, nor if the cause was determined. At the time of the event the patient's status was reported as alive-no injury but the patient did experienced underdose symptoms. This device system delivered baclofen.

Manufacturer narrative:
Analysis of the pump revealed the pump motor had o-ring wear; a non-significant anomaly.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.